Event description:
A report was received stating that following use of the device, the needle bent and could not be fully retracted into the safety mechanism, resulting in a needle stick sustained by the clinician. The clinician is believed to be receiving treatment in a manner consistent with the hospital's internal protocol for needle-stick injuries. No adverse effects to pt or permanent adverse effects to the user reported.

Manufacturer narrative:
MFR completed the entire form. Additional MFR narrative: smiths med has received a sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths med will file a follow-up report detailing the results of the evaluation once it is completed.